Manufacturer narrative:
Internal report # (B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause: mlc-18- user has high glucose value test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Unable to send product notification letter to customer as no address on file.

Event description:
Customer called for assistance in performing a blood test. Customer didnt report any complaint or problem with the device. During the call on (B)(6) 2017, a blood test was performed by the customer non-fasting and produced test result of 494 mg/dl using truemetrix meter. The customer's expected blood glucose test result range was undisclosed. During the call on (B)(6) 2017, the customer reported symptoms of increased thirst, frequent urination, sweaty, dizzy and blurred vision. Customer stated she would drive herself to the ER. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 11/30/2018 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.